Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed signs of physical damage to the power entry module. The power entry module had an internal short on the lower connectors and would not power on. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device history record (DHR) did not reveal any issues or problems related to the reported symptom code. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on power entry module.

Event description:
It was reported that the patient¿s liberty select cycler stays on for a short while before abruptly cutting off power, prior to beginning their peritoneal dialysis (pd) treatment. The power cord was properly connected and the cycler plugged directly into a three prong wall outlet by itself. The patient attempted to plug into another outlet but the issue persisted. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. The reported event occurred prior to the patient beginning treatment. Additional information was requested, however to date has not been received. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the power entry module was identified.